Manufacturer narrative:
Additional information concerning the status of this ra lead is being requested from the field. This report will be updated should additional information be received.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise was also observed. Surgical intervention was performed to address the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise was also observed. Surgical intervention was performed to address the issue. No additional adverse patient effects were reported.